Event description:
I was diagnosed with fibromyalgia, migraines, perimenopause, unknown origin of severe joint inflammation and tested 3+ times for lyme, lupus also developed 3x thyroid nodules. Severe reaction to meats and dairy. Unknown rashes and numerous hive outbreaks. Numerous tests in excess of 25 documented in my medical history. Hands and feet random go numb and limp. FDA safety report ID # (B)(4).